Event description:
A customer contacted beckman coulter (bec) reporting a 3 ml leak from the hmx autoloader probe in the coulter hmx autoloader analyzer on secondary mode and onto the counter. The customer indicated that primary mode was functioning properly. The user was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a laboratory coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No discrepant patient results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found dried isoton buildup on the blood sampling valve (bsv) stop bar causing rinse block misalignment. The fse aligned the rinse block and cleaned bsv stop bar, which resolved the issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).